Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 02-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: initial rate: unknown / adjusted rate: 10 ml/hr, procedure: right knee replacement, cathplace: unknown. It was reported that a patient experienced a fast flow incident. The patient increased the rate to 10 ml/hr on the night of (B)(6) 2018 and stated that the device completely emptied overnight. Additional information received on 19-jun-2018 stated that the pump did not work and was full for the first two days. The pump was noted to be empty by 10am on (B)(6) 2018, and was supposed to last until 12pm on (B)(6) 2018. The pump was located on a bedpost 2-3 feet higher than the bed. The patient experienced no side effects from the infusion.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 18-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The pump was received empty and used. The sample was evaluated and the reported failure was confirmed. It was concluded that fast flow and no flow were not observed for the pump. During the flow accuracy test, the pump was within specifications. During pressure pot testing, the (select-a-flow) saf was also within specification except for the flow rate 14ml-hr and 4ml-hr which were below specification, which can be attributed to crystalized medication that was found in the micro tubing. Regarding the fast flow incident, per information provided, the pump was sitting at the bed post (about 2-3 ft higher then the bed). Per technical bulletin mk-00538, the pump should be positioned at approximately the same level as the catheter site, it is instructed not to place the pump hanging from a bed post as it could increase flow rate. Therefore, a potential root cause for the fast flow reported is an incorrect use. According with the DHR review the production lot, 0202852875, met all manufacturing and quality specification all information reasonably known as of 09-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.